Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the 8100 unit keeps failing calibration test was confirmed by tech support. Tech support had a walk through with the customer and revealed the following, check for any mechanical damage and that the administration set is correctly installed. Perform rate calibration. Replace the mechanism. Return the module to the factory. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn¿t determine the probable cause of the customer¿s reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the 8100 unit keeps failing calibration test. There was no patient involvement.